Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('an extreme stabbing pain in the circled location/congrats on being e-free'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("I have the same diagnosis"). The patient was treated with surgery (e (essure)- free). Essure was removed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fibromyalgia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('an extreme stabbing pain in the circled location/congrats on being e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("I have the same diagnosis"). The patient was treated with surgery (e (essure)- free). Essure was removed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fibromyalgia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.